Manufacturer narrative:
The prod has not been returned to masimo to allow an analysis to be performed. If new info is obtained or the prod is returned, a f/u report will be submitted.

Event description:
It was reported that a pt suffered from a skin abnormality. The customer reported that the nurse at the outpatient facility noted blisters and a wound on [the pt's] finger where the pulse oximetry sensor has been. It was also reported that the pt was administered antibiotic therapy.